Manufacturer narrative:
The customer reported that the caster were not braking the wheel properly. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom submitted an estimate for the repair to insurance on behalf of the patient. The authorization for repair of this bed has not been made by insurance at this time. Hillrom is completing this complaint due to the amount of time since requesting insurance authorization with no approval received. If authorization for the repair is received in the future, hillrom will open a new complaint for the repair at that time based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).